Manufacturer narrative:
This is one of two related reports. This report represents the second impella cp. Another report was submitted to represent the first impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 75-year-old female with a past medical history significant for coronary artery disease underwent a high-risk percutaneous coronary intervention (hrpci). Both impella cp devices experienced low pump flow believed to be associated with cannula kinking, necessitating repositioning attempts and additional hemodynamic support measures. The first device was removed and replaced, while the second device remained in use despite unresolved flow issues. The patient required vasopressor support and blood transfusion during the use of the second impella cp but was successfully weaned and survived the procedure. No device is available for evaluation at this time for root cause confirmation.